Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, had a poor unintentional placement that make it not usable for treatment. A misplacement possibly occurred. The patient will be received the radiation treatment as planned. There were no patient complications.